Event description:
It was reported that during a crossover procedure, using a guidewire, the ¿push¿ was difficult due to strong resistance. When inserting the guidewire it bent. The user tried to straighten the device shaft but this resulted in the shaft breaking. The two broken parts were removed through the sheath with a clamp.

Manufacturer narrative:
The device was returned for evaluation. A shaft break was confirmed approximately 720mm from the distal tip. Two kinks were also observed along the shaft. The incoming inspection records of the components were reviewed and all units were within specification. There was insufficient information available to determine a root cause. It is possible that damage occurred to the device during the procedure. The IFU states: do not advance the guidewire, balloon dilatation catheter, or any component if resistance is met, without first determining the cause and taking remedial action.